Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 8 patient samples on a cobas e 411 analyzer (rack system) compared to an abbott alinity analyzer. The customer had been having ongoing issues with qc and performed a patient correlation. On (B)(6) 2026, sample 1 had an initial result of 149.8 ng/ml. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 95 ng/ml. On (B)(6) 2026, sample 2 had an initial result of 35.45 ng/ml. On (b)(60 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 61.14 ng/ml. On (B)(6) 2026, sample 3 had an initial result of 310.8 ng/ml. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 179 ng/ml. On (B)(6) 2026, sample 4 had an initial result of 186.6 ng/ml. On (b)(60 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 95 ng/ml. On (b)(60 2026, sample 5 had an initial result of 121.8 ng/ml. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 76 ng/ml. On (B)(6) 2026, sample 6 had an initial result of 11.22 ng/ml with flag. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 6 ng/ml. On (B)(6) 2026, sample 7 had an initial result of 436.7 ng/ml with flag. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 285 ng/ml. On (B)(6) 2026, sample 8 had an initial result of 308.6 ng/ml. On (B)(6) 2026, the sample was repeated at another laboratory on an abbott analyzer and the result was 195 ng/ml.